Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated tropi es results occurred on multiple patient samples processed on a vitros eciq immunodiagnostic system. The most likely assignable cause could not be determined, however, instrument performance and the effect of sample processing could not be ruled out as having contributed to the event. The investigation determined that the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. There was no allegation of patient harm as a result of this event.

Event description:
The customer obtained non-reproducible, higher than expected, vitros tropi es results on samples collected from two different patients processed on the vitros eciq immunodiagnostic system. All tropi es testing is performed in duplicate, and samples with discordant replicate results are retested. A higher than expected result was obtained from patient 1 (0.063 ng/ml), and retested (<0.012 ng/ml). A higher than expected result was obtained from patient 2 (0.064 ng/ml) and was retested (<0.012 ng/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient results were not reported outside of the laboratory and there was no report of patient harm as a result of this event. (B)(4).